Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap sponge had inadequate iodine. There was no damage to the over pouch. The caregiver stated that the sponge was not white and that betadine was present but they did not feel it was an adequate amount. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
(B)(4). Device manufacture date - 03/09/2015 - 03/13/2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.